Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump is showing two different blood glucose (bg) values; one value in the status box, and a different value within the bolus feature. Reportedly, customer delivered a bolus based on the value in the status box, and subsequently experienced a bg of 40mg/dl. Additionally, customer alleged that the pump was not delivering boluses as intended. No information was provided regarding treatment for bg level. Pump data review showed the pump was functioning as intended; however, customer maintained the pump was not functioning properly. Reportedly, the customer continued to use the pump for insulin delivery.